Event description:
It was reported that (1) lcsk5 was used during a laparoscopic colectomy procedure. It was reported by the rep that approximately ten minutes into the surgery the blade stopped working. It produced a solid tone and would not cut or coagulate. The surgeon completed the case with a new blade (lcsc5) without a problem. The surgeon was using the air-cooled handpiece. There was no consequence to the pt.